Manufacturer narrative:
PMA/510(k) # k210476, device evaluation: the echo-hd-19-c of lot number c1943305 involved in this complaint was returned opened, without its original packaging. With the information provided, a document-based investigation was conducted. This complaint is related to pr (B)(4) (the tip of the sheath was slightly bent). The device involved in the complaint was evaluated in the laboratory on 13 september 2023. On evaluation of the device the following was observed: distal end of needle examined, and severe kink observed at notch of needle, sheath extender able to advance and retract without issue, needle handle able to advance and retract with slight difficulty and distal end of needle does not retract fully into sheath. Manufacturing records: prior to distribution, all echo-hd-19-c devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-hd-19-c of lot number c1943305 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1943305. Instructions for use and/label: the notes section of the instructions for use, ifu0077, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the needle notch kinking upon encountering a hard lesion, it is stated in the additional information that target site was a bit tortuous and puncture of the target site was slightly difficult. Another possible root cause for the distal needle kink could be attributed to could be related to the position of the device in the scope/patient during the procedure. From the additional information provided in the file, it is known that the endoscope was in a flexed/twisted position during the procedure and force was used when user tried to retrieve the needle into the sheath, and the user felt resistance during the procedure,all factors could have contributed the distal kink to form. It is possible that the distal kink observed resulted in the failure to retract the needle into the sheath as stated in the description of event. This retraction failure was also observed on laboratory evaluation. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, user felt resistance as they tried remove the stylet. They then failed to retract needle into sheath and resolved to removing needle from endoscope and found the needle tip kinked. Confirmed quantity of 01 device, confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a possible root cause could be attributed to the needle notch kinking upon encountering a hard lesion, it is stated in the additional information that target site was a bit tortuous and puncture of the target site was slightly difficult. Another possible root cause for the distal needle kink could be attributed to could be related to the position of the device in the scope/patient during the procedure. From the additional information provided in the file, it is known that the endoscope was in a flexed/twisted position during the procedure and force was used when user tried to retrieve the needle into the sheath, and the user felt resistance during the procedure,all factors could have contributed the distal kink to form. Complaint is confirmed based on visual and/or functional inspection.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 08-jan-2024.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
A procore 19g needle was punctured from the lower body of the stomach to the body of the pancreas. When removing the stylet and jiggling, dr. (B)(6) felt resistance. Then, an attempt was made to retrieve the needle into the sheath, but it was impossible. They took needle out of the scope without fully retrieving it. About 0.5cm (near the bevel) of the needle tip was bent. A small amount of tissue was obtained, but acquire 22g was used because it was impossible to obtain additional tissue did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No. . 1. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Needle tip (near the bevel). 2. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.) Pancreas. Target was body of pancreas. A. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. 3. Please describe the size of the intended target site. Unknown. 4. If not with the device in question, how was the procedure performed and/or finished? Acquire 22g was used. 5. Was the device used in a tortuous position? A little. 6. Are images of the device or procedure available? No. 7. Was the device damaged in packaging before removal? No. 8. Was the device damaged on removal from packaging? No. 9. Was force required to remove the device? When they tried to retrieve the needle into the sheath. For complaints occurring during use (once in contact with endoscope) also ask: 10. What is the endoscope manufacturer and model number that was used? Gf-uct260 (olympus). 11. Was the scope recently serviced / repaired? No. 12. Was resistance felt while inserting the device through the scope? No. 13. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? When they tried to remove a stylet. 14. Was the syringe used during the procedure, after the stylet was removed? Yes. 15. Was difficulty experienced while retracting the needle? Yes. 16. Was it possible to fully retract before removing the needle from the patient? No, it was impossible. 17. Was gaining access to the target site difficult? No. 18. Was the endoscope in a flexed or twisted position at any time during the procedure? A little. 19. Was puncture of the target site difficult? A little. 20. Was the stylet partially removed when advancing into the target site? No. 21. How many samples were obtained with this needle? Once. 22. Did any section of the device detach inside the patient? No. 23. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? 24. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. 25. Was there difficulty in attaching or detaching the device of the leur lock to the scope? No. 26. If the device is a procore, is the kink located distally at the notch / core trap? Core trap.